Manufacturer narrative:
Addition: h6 evaluation result code.

Event description:
It was reported that the customer peeled back the new keypads to see corrosion build-up on the new circuit boards. The customer is reporting that 263 pn tc10013664/lot: 067226 for alaris model 8015 were sent from and order place in june/july due to issues with multiple old-style keypads peeling. Biomed began replacing them and 30-40 % have already began failing. Upon noticing product failures, biome went to investigate, peeled back the new keypads to see corrosion build-up on the new circuit boards. Biomed confirmed that there was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer peeled back the new keypads to see corrosion build-up on the new circuit boards. The customer is reporting that 263 pn tc10013664/lot: 067226 for alaris model 8015 were sent from and order place in june/july due to issues with multiple old-style keypads peeling. Biomed began replacing them and 30-40 % have already began failing. Upon noticing product failures, biome went to investigate, peeled back the new keypads to see corrosion build-up on the new circuit boards. Biomed confirmed that there was no patient involvement .